Event description:
It was reported to philips that the allura device would not display the live image in the exam room. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that device was missing live image on the exam room monitor. The work order was cancelled as no calls were received from customer regarding reported issue. There was a monitor issue which had re-occurred then customer ordered and replaced the monitor. After remote service, the system was returned to use in good working order. The codes were updated based on the investigation outcome.